Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported a secondary energy low warning during treatment. The customer was able to continue with the treatment with the patient and the rest of the cases for the day. No patient harm reported.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked system and re-calibrated the energy table and successfully completed system verfication to specification. Most possible root cause is the need of re-calibration energy table. The manufacturer internal reference number is: (B)(4).